Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital experiencing giddiness and pre-syncopal like conditions. Upon review, pacemaker mediated tachycardia (pmt) episodes were noted. The right ventricular (rv) lead thresholds were also high. Oversensing and loss of capture was also observed on the rv channel. The physician suspected there was a failure of the lead. Surgical intervention was performed and the rv lead was cut, abandoned, and replaced. No additional adverse patient effects were reported.